Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, lead noise causing inhibition of pacing was noted on the right ventricular lead. Noise was reproduced during pocket manipulation. The physician suspects insulation breach and conductor fracture are likely the cause of the noise. A fluoroscopy was performed and conductor fracture was not confirmed. When the pocket was opened, there was no visible insulation breach. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.